Event description:
A male with a history of chronic venous stasis, who was admitted for and underwent a left lower extremity suction thrombectomy in 2009. During the procedure, the balloon catheter being utilized ruptured and a fragment of the balloon was retained within the pt. Four days later, after the pt evidenced signs of thrombosis, and had undergone thrombolysis for several days, he was taken to the or for successful open removal of the retained foreign body. He was discharged home five days later.